Manufacturer narrative:
Failure analysis for fiber 0010-2400-542a-1614: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; pieces of glass missing at the location of the fracture; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild char and signs of crystal deposits on metal surface; the outer flow tubing open end exhibit minor scratch marks; the octagonal red sign and the blue arrow on the outer flow tubing open end are partially erased; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber output beam was observed to be end-firing. The fiber was replaced and the procedure completed using a second side-firing surgical fiber. Patient outcome: "ok" - there was no patient injury reported.